Manufacturer narrative:
Investigation summary: bd pas received a customer complaint from a us customer for erroneous troponin results while using the bd vacutainer® pst tubes. Bd pas did not receive samples from this customer for this issue, however, bd pas performed a device history record review which did not identify any non-conformances that may have contributed to the customer¿s reported failure mode. Bd pas performed a clinical complaint evaluation utilizing retention samples from the incident lot. Bd pas did not reproduce the customer¿s reported failure mode (erroneous troponin results). While a root cause could not be established, the customer indicated during a follow-up that their issue may be related to a pre-analytical error. To resolve the issue with the customer, bd pas provided specimen handling parameters addressing heparin plasma testing in clinical chemistry.

Event description:
Material no. 367962, batch no. 9004565. It was reported that after use of the bd vacutainer® pst¿ gel and lithium heparinn(lh) 83 units blood collection tubes the customer experienced inconsistent troponin results causing erroneous results. This occurred on 2 separate occasions with the same patient. The following information was provided by the initial reporter: "pst tube gives inconsistent troponin results" patient: 14.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 367962, batch no. 9004565. It was reported that after use of the bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes the customer experienced inconsistent troponin results causing erroneous results. This occurred on 2 separate occasions with the same patient. The following information was provided by the initial reporter: "pst tube gives inconsistent troponin results". Patient: (B)(6).